Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer stated they constantly heard a beep sound randomly every 15 minutes and there was no specific pattern on it. Customer stated that they changed location but beep continued. Customer changed battery but the constant tone or alarm did not disappear. No harm requiring medical intervention was reported. The device will not be returned for analysis.